Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was diagnosed with peritonitis and expired due to complications. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6)2026 following abdominal pain and vomiting at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6)2026 presented with escherichia coli in the culture and a wbc count of 5591/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed vancomycin, cefepime and flagyl (routes, dosages and frequencies not reported) to address the infection while hospitalized. The patient was able to undergo one renal replacement treatment (modality not reported) on (B)(6)2026 during this admission. Per the initial report, the patient¿s pd catheter (not a fresenius product) was removed emergently as a result of the infection. The patient expired on (B)(6)2026 while hospitalized. The patient was not on any modality of dialysis at the time of death. The exact cause of this patient¿s death was not reported as it was initially reported that the patient expired due to complications. The patient¿s complications were suggested to be related to the surgical removal of the patient¿s catheter; however, this could not be confirmed. Though the exact cause of the patient¿s adverse events were not provided, it was reported that there was no indication the patient¿s peritonitis, the associated hospitalization and his subsequent death were the result of a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was diagnosed with peritonitis and expired due to complications. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain and vomiting at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2026 presented with escherichia coli in the culture and a wbc count of 5591/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed vancomycin, cefepime and flagyl (routes, dosages and frequencies not reported) to address the infection while hospitalized. The patient was able to undergo one renal replacement treatment (modality not reported) on (B)(6) 2026 during this admission. Per the initial report, the patient¿s pd catheter (not a fresenius product) was removed emergently as a result of the infection. The patient expired on (B)(6) 2026 while hospitalized. The patient was not on any modality of dialysis at the time of death. The exact cause of this patient¿s death was not reported as it was initially reported that the patient expired due to complications. The patient¿s complications were suggested to be related to the surgical removal of the patient¿s catheter; however, this could not be confirmed. Though the exact cause of the patient¿s adverse events were not provided, it was reported that there was no indication the patient¿s peritonitis, the associated hospitalization and his subsequent death were the result of a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by vomiting and abdominal pain. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis cannot be determined; however, there was no indication of a causal or contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. This is further evidenced by the presence of a microorganism that is part of the normal flora of human gastrointestinal (gi), genitourinary (gu) and aerodigestive tracts. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. A temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The cause of this patient¿s death was not provided by the admitting facility; however, there was no indication of a causal or contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage: heater tray damaged (paint). There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.